Manufacturer narrative:
The manufacturer previously reported the (device) problem code grid with incomplete coding which is corrected in the current report.

Manufacturer narrative:
Patient said she only uses water to clean humidifier chamber and lets it air dry but uses dish soap and water to clean her hose and mask. H3 other text : device not yet returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges black particles in the water chamber. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.